Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e serial #: (B)(4) description: trial linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing a low grade fever and felt clammy. Symptoms persisted even when stimulation was on or off. It was unknown if intervention was given and if it was procedure related.

Manufacturer narrative:
Additional information was received the patients symptoms were not device or procedure related and was doing well.

Event description:
A report was received that the patient was experiencing a low grade fever and felt clammy. Symptoms persisted even when stimulation was on or off. It was unknown if intervention was given and if it was procedure related.